Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. Lens tore on insertion into the eye. Lens was cut to remove from the eye. The incision was enlarged and sutures were used to close the wound. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Incision sutured.